Event description:
It was reported that the customer received an auto shut-off alarm after not having interacted with the pump. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump guide states: you can adjust the auto-off alarm setting ( the default value is pre-et to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.